Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low and high blood glucose readings from the insulin pump. The customer stated that she was low due to taking the sensor off. The customer stated that she was at 500+ mg/dl last night and now her blood glucose reading was 40 mg/dl. The customer stated that she was drinking coffee and her blood glucose went up. The customer's blood glucose at the end of call was 56 mg/dl. The customer does not want to troubleshoot for the pump.